Event description:
Reporter indicated that while vns patient was hospitalized (reason unk), device interrogation revealed that the normal mode output current setting was set to 0ma instead of to prescribed parameter. Device diagnostic testing had been performed the day before and was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the inadvertent change in output current setting. The patient's device was reprogrammed to prescribed parameters. Repeat device interrogation the following day revealed that the normal mode output current setting was as prescribed. User error during previous programming is suspected. Report is incomplete because device tracking info was not forwarded to MFR following generator replacement surgery and attempts to obtain it have been unsuccessful to date.